Event description:
Intravenous fluid would not flow through connector. Upon visual examination, the fluid path of the device needle appears to be physically blocked by a piece of translucent plastic, approx 1 mm wide, and of undetermined length.